Manufacturer narrative:
Gore® excluder® trunk-ipsilateral leg component rlt281416 / 22894027 was returned to gore and an engineering evaluation was performed. A visual inspection of the device showed that the lock pin was dislodged from the olive and bent 90 degrees from the device. A further close examination of the leading olive revealed a tear in the lock pin hole. Based on the findings from this evaluation, the physician¿s observation that ¿that the lock pin was protruding in a 90 degree angle just below the leading olive¿ was confirmed. The likely cause for the lock pin being dislodged from the leading olive and bent (kinked) could not be determined with the available information. The likely cause for the tear in the leading olive is the lock pin tearing through the side of the olive.

Manufacturer narrative:
H6: medical device problem code: updated code. H6: investigation findings: updated/added codes (3211, 140).

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot of the gore® excluder® trunk-ipsilateral leg component rlt281416 / (B)(4) involved in this event met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component rlt281416 / (B)(4) has been returned to gore and an engineering evaluation is currently being performed.

Event description:
On (B)(6), 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Prior to the procedure, a gore® excluder® trunk-ipsilateral leg component rlt281416 was inspected and prepared and no abnormalities were observed. As unusual resistance was felt when attempting to advance the component through an 18 french gore® dry seal flex introducer sheath inside the patient, the physician retracted the rlt281416 device catheter out of the sheath. However, it was reported that during an immediate renewed advancement attempt, the component became stuck due to the resistance accompanied by a sudden considerable gush of blood out of the sheath. As it was surmised the sheath was damaged, it was retracted from the patient together with the rlt281416 component. Subsequently, the wound in the left groin was pressured against with a gauze and the rlt281416 catheter was inspected. It was found that the lock pin was protruding in a 90 degree angle just below the leading olive. The sheath was not particularly inspected but it was reportedly believed that the protruding lock pin had perforated the inflated valve, pointing to a possible reason for the blood spill. The physician replaced both devices with new ones and no further issues were reported. The procedure concluded as planned.